Event description:
It was reported that the device had delivered an alert stating possible high output circuit damage. The patient had received multiple shocks. Hv impedance reported very low. Review of the egms showed noise on the atrial lead. The ICD and atrial lead were explanted. Tech service recommended that the rv lead be replaced, but the physician opted to leave it implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. ICD analysis identified lead conductor material on arc mark. Rv lead is believed to be damaged and damaged the ICD hv output circuitry.